Manufacturer narrative:
The consumer clarified the incident occurred on (B)(6) 2019. Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Event date is approximate.

Event description:
A consumer reported that their diamondclean smart power toothbrush caught fire resulting in property damage. No injuries were reported.